Manufacturer narrative:
(B)(4). Evaluation summary: the device returned for analysis. Visual and dimensional inspections were performed on the returned device. The tip separation was confirmed. The reported failure to advance could not be replicated as it was based on case circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The investigation determined that the failure to advance, tip separation and foreign body in patient was due to case circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a distal superficial femoral artery (sfa) and popliteal lesion percutaneous intervention, a supera stent delivery system (sds) became stuck during advancement in a previously implanted, non-abbott stent and the tip separated. A femoral-popliteal bypass was performed. The separated tip remains in the non-abbott stent. There was no additional information provided.